Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation is confirmed for filter tilt and retrieval difficulties. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model rf048f vena cava filter allegedly tilted and was difficult to remove. The information was received from a single source. One patient was involved with no reported patient injury. The female patient was (B)(6) and weighed (B)(6).